Event description:
Fourteen yr old pt called stating that peripheral IV felt funny. Attempted to flush IV. Pt stated it felt wet. Small tear noted in transparent dressing with traces of blood. Tape and transparent dressing removed and hub of catheter was found not to be attached. Catheter tip not wfound. Subsequently found in forearm by radiographic study. Attempts were made on 3/14 to remove with ultrasound and fluoroscopy. Required surgical removal in or. Pt received add'l dose of humate p upon removal of sutures. Scarring likely, possible need for further surgery.